Manufacturer narrative:
(B)(4). Concomitant medical products: persona femur cemented cruciate retaining (cr) catalog # 42502006201 lot # 62756594, persona stemmed tibia catalog # 42532007101 lot # 63163696, persona cr articular surface catalog # 42511000512 lot # 62756594. The complainant has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2020-01039, 0002648920-2020-00192, 0001822565-2020-01042. Remains implanted.

Event description:
It was reported that a patient underwent an initial knee arthroplasty. Subsequently, the patient reported decreased satisfaction, range of motion, severe pain and difficulty with adls. Further, the patient experienced a jarring trauma to the knee by stepping into/falling into a hole. No intervention or revision has been reported to date. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates that the patient was experiencing pain, severe difficulty, and decreased range of motion at 1 year follow-up. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.